Event description:
The user facility reported that the unit was flooding water. The amount of water that leaked could not be confirmed as it was cleaned prior to the steris technician¿s arrival. An injury was reported; an employee slipped on the water, fell and bumped her head on a loading cart. The employee was sent to ER onsite where no treatment was administered. The employee was sent home for the remainder of her shift, and has since returned with no work limitations. No procedural delays/cancellations were reported.

Manufacturer narrative:
A steris service technician arrived at the facility, inspected the unit and found the water inlet line had come out of the fitting. The technician inspected the fitting and noted the fitting was physically deteriorated. The technician replaced the water line tubing and fittings on both ends, tested the unit and verified proper operation of the sterilizer. The unit was installed in may of 1985 and is currently under a steris labor only contract. The unit has been returned to operation with no further issues reported.